Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair: product evaluation: product review of the electric dermatome sn (B)(4) by (B)(6) on (B)(6) 2020 revealed that the motor was erratic, control bar was not in the correct position, and the calibration was out at the 0 reading. Product repair of the device was performed by (B)(6) on (B)(6) 2020 which included replacement of the following: motor, switch, plug harness, vespel and semi-circle bearings. Additional repair included recalibration the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested . Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported by the nurse and surgical tech the device was powering but not staying on. No adverse event was reported as a result of this malfunction.